Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 2.25x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The stent was stretched and damaged, it was loose on the balloon and became detached from the balloon during analysis. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found a hypotube break 195mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and shaft break occurred. The target lesion was located in a calcified coronary artery. A 2.25x24mm promus element drug eluting stent was advanced but failed to cross due to calcification. It was noted that the stent was damaged and the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and shaft break occurred. The target lesion was located in a calcified coronary artery. A 2.25x24mm promus element drug eluting stent was advanced but failed to cross due to calcification. It was noted that the stent was damaged and the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.